Event description:
It was reported that the patient was experiencing implant pain and discomfort due to the ipg placement. It was also noted that the patient experienced a shocking sensation at the ipg site, even though the therapy was off. Reprogramming was done but unsuccessful. Database analysis of the impedances appears to be within range, and battery discharge revealed no anomalies. The patient underwent a revision procedure wherein the ipg was relocated. No product was added or removed. The patent was doing well postoperatively.